Event description:
It was reported, while in the "catheter room" the md inserted the catheter into the right femoral artery. The md noticed an "air leakage: from the valve of the extension tube for monitoring the blood pressure. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.